Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The cause of death was pulmonary embolism. The caller stated that on (B)(6) 2015, the customer was transported to the hospital, by ambulance, due to having difficulty breathing. The caller stated that the customer had multiple illnesses; diabetes, addison's, ra. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer was using sensor and whether a sensor was worn at the time of passing. The caller declined returning the insulin pump for analysis. The caller declined uploading the insulin pump to carelink.